Event description:
Return reason: asymmetrical balloon. Analysis determined: investigation found that the balloon was asymmetrical. The origin of the asymmetry could not be determined. No mfg defects were observed. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Remedial action taken: no corrective action is necessary at this time. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary. Bbnj is continuously working to improve its balloon latex. Each balloon is 100% inspected, inflated and deflated prior to packaging and final release. Inspection processes have been updated and are continually being evaluated for improvements.